Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 140 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 201 mg/dl and 185 mg/dl. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 04/22/2017 and open vial date is week of (B)(6) 2015. Recall test results performed from meter memory: 261mg/dl; (B)(6) 2015; 08:26pm; fasting: no, 258mg/dl; (B)(6) 2015; 03:08pm; fasting: no, 151mg/dl; (B)(6) 2015; 07:34pm; fasting: yes, 67mg/dl; (B)(6) 2015; 08:21am; fasting: no, 142mg/dl; (B)(6) 2015; 01:34pm; fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 140 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 201 mg/dl and 185 mg/dl. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 04/22/2017 and open vial date is week of (B)(6) 2015. Recall test results performed from meter memory: 1:261mg/dl (B)(6) 2015 08:26pm fasting:no; 2:258mg/dl (B)(6) 2015 03:08pm fasting:no; 3:151mg/dl (B)(6) 2015 07:34pm fasting:yes; 4:67mg/dl (B)(6) 2015 08:21am fasting:no; 5:142mg/dl (B)(6) 2015 01:34pm fasting:no. Adverse event not reported.